Event description:
Caller states the patient tested 6.4 inr on the coaguchek xs plus system while a comparison lab returned as 4.9 inr. The patient's coumadin dose was adjusted based on the reported results. No adverse event reported. Requested return of suspect system, however the caller no longer has the test strips; and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.